Event description:
This report was received from an ophthalmologist of a pt who underwent a cataract extraction and the wrong power intraocular lens was implanted. The nurse assisting the ophthalmologist during the procedure picked up the wrong implant and gave it to the ophthalmologist. A model 812/19/5(d) was implanted. It was noted after the surgery was completed that the wrong power iol had been implanted. The pt was returned to surgery for explant of the 812/19.5(d) and implant of the correct power iol. No further info is expected. No MFR investigation of the device was performed as the incident was user related, not device related.